Event description:
Orville was unable to be advanced through esophagus. The metal piece became stuck and the plastic tube became detached. A rescue reel was used to retrieve the metal piece. Another stapling method was used to complete the case.